Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported difficult gripper actuation during prep could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During preparation of a mitraclip nt, while testing the grippers while de-airing the lumens, one of the grippers would not lower. Troubleshooting was preformed unsuccessfully. Two other mitraclips were successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.